Manufacturer narrative:
On-site investigation was performed by our filed service engineer (fse). The reported issue could be duplicate. The investigation revealed waster entered inside the air gas module. The replaced part was not returned for investigation. No ventilator logs were provided. Moisture in an air gas module as previous investigation has shown, probably had affected the delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The source of water into an air gas module is moist air from the hospital's external compressor in the central air gas system.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. The air gas module of the ventilator was contaminated with water. There was no patient involvement. Manufacturer's ref.#: (B)(4).